Event description:
It was reported that after performing the version 11.0.5 software upgrade on a vns programming tablet computer, there was no audible sound at the completion of interrogation of a demo generator. It was reported that the chime was present prior to the software upgrade. The programming tablet has been received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis of the programming tablet was completed. No hardware anomalies associated with the tablet were identified during the analysis. During the analysis, it was identified that the tablet would not emit a completion noise following an interrogation. The cause for the anomaly is associated with the device driver not being properly installed during the os installation. Reinstalling the os resulted in full product functionality.